Event description:
The user facility reported ordering ten convenience kits. Four from lot number 03300 and six from lot number 03419. The four kits from lot number 03300 contained all items as ordered. Two kits from lot number 03419 were used and the four kits of this lot remained in inventory. These four kits contained an additional vial of xylocaine instead of the additional vial of nacl as ordered. The additional vial of xylocaine was packed in the outer plastic package.